Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 256 mg/dl less than 4 hours after the pod was activated. He heard some clicking and crackling noises coming out of the pod. He felt that the cannula was not inserted correctly into the infusion site, so the pod was deactivated.